Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed evidence of voltage drops. There were pump reboots and replace battery alarms observed. No battery cap or cartridge cap was returned. Test caps were used for all testing. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of moisture inside the pump. When the pump powered on, the display appeared dim and discolored. Additionally, the battery compartment was found to be cracked in the thread are and below the grip pad.